Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking catheter is confirmed, use related. The product returned is one 5 fr powerpicc solo catheter. The text on the extension legs and solo hubs is worn and use residue is observed throughout the sample. A 6 mm longitudinal crack is observed at the 2 cm marking. Permanent kinking of the catheter is observed at the 3 cm mark. The break surfaces of the crack appear granular in texture. A 12 ml syringe was filled with water and used to flush all three lumens of the catheter. All three were found to be patent and the line associated with the grey connector was found to leak from the observed crack at the 2 cm marking. As the catheter shows signs of use and the damaged observed is consistent with burst of the grey hub lumen, the complaint is confirmed, use related. IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and "if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters." IFU also warns, "use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter."

Event description:
Per sales rep, the facility reported the floor nurse observed leaking from the patient's PICC line. The vascular access team evaluated and noted a pinhole roughly 2cm from the hub of the PICC. The line was removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported the floor nurse observed leaking from the patient's PICC line. The vascular access team evaluated and noted a pinhole roughly 2 cm from the hub of the PICC. The line was removed. No patient injury was reported.